Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue experienced was that the instrument remained static. There was no injury to the patient as a result of the reported event. There was no visible damage to the instrument observed. The instrument jaws were not stuck in a closed position.